Event description:
It was reported that noise had been observed on the atrial lead of an asymptomatic patient. The noise could not be reproduced through isometric testing. No intervention was performed and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4)